Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
Surgeon reported a patient experienced under correction greater than one diopter post topography-guided photo refractive keratectomy (prk).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The root cause could not be identified conclusively. (B)(4).